Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported adverse event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level reached 23 mmol/l (414 mg/dl) while wearing the pod between 1 and 4 hours. The patient reported experiencing pain and bleeding at the infusion site (arm). There were blisters that left scars. As treatment, a new pod was placed. The patient reported this issue with 2 pods. This is report 1 of 2.